Manufacturer narrative:
(B)(4). Event date: 2014. Explant date: 2014. Concomitant medical products - nexgen rotating hinge knee femoral component, catalog # 00588001602, lot # 61846205. Nexgen stem extension straight long 18mm, catalog # 00598801118, lot # 61822029. Nexgen augment block size f, catalog # 00599003602, lot # 61508188. Nexgen distal femoral augment block, catalog # 00599003620, lot # 62038430. Nexgen distal femoral augment block, catalog # 00599003620, lot # 62038431. Nexgen articular surface w/ segmental hinge post, catalog # 00585006017, lot # 60853785. Cement shield hinge service kit, catalog# 00585007516, lot # 61929555. Nexgen fluted stem extension straight, catalog # 00585205211, lot # 62019631. Nexgen stem collar, catalog # 00585204030, lot # 61939965. Nexgen proximal tibial component, catalog # 00585000310, lot # 61771387. Allen medullary cement plug, catalog # 00801102024, lot # 61888484. Palacos r+g 1x40, catalog # 66022663, lot # 74524299. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03594, 0002648920-2019-00135, 0001822565-2019-00828, 0001822565-2019-00829, 0001822565-2019-00834. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
The patient was revised due to femoral loosening. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. The femoral loosening is a known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.